Manufacturer narrative:
The implicated product is a straight, 19 cm chronic dialysis catheter. The product rec'd for eval is a pre-curved, dual lumen dialysis catheter. The sample meausures approx 8.8 inches long. The extension legs appear stained with an iodine-like antiseptic solution. A blood impregnated tissue ingrowth cuff begins 7.1 inches from the proximal end of the sample. The bifurcation is lightly coated with adhesive residue moderately contaminated with a lint-like material adhering to it. The catheter's distal tip appears severed at a near-90 degree angle. The distal portion of the catheter is not included with the complaint sample. A lot history review is not possible as no lot number has been provided. Tactual examination reveals flattening of the outer diameter at several areas along both extension legs. The flattening may be the result of compression from the occlusion clamps. No leaks are noted in the arterial lumen. The catheter's distal tip has a clean, even edge with a flat, glassy face with light striations. This indicates the tubing may have been severed with a scissors or similar cutting instrument and may have been done by the customer to render the contaminated product non-functional. The complaint of splits tubing on the extension legs is confirmed. The damage may be realted to repeated clamping of the occlusion clamps over the same area of the extension leg. The complaint file does not indicate the amount of time the device was in place, or provide a lot number for traceability regarding product improvements.

Event description:
Catheter was removed 12/9/97 due to splits on extension legs.